Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd bd texium set was leaking the following information was received by the initial reporter with the following verbatim: between the luerlock connection of the bd syringe and the texiumclose luer, there was a crack in the plastic syringe. It leaked out when it was drawn up.

Manufacturer narrative:
F code updated after receiving additional information about the event. Investigation results: no samples were received for investigation of pr 9511289, in which the customer has stated: ¿between the luerlock connection of the bd syringe and the welded texium close luer, there was a crack in the plastic syringe. It dripped out when it was drawn up¿. The product in use at the time is reported to be a my8060-0006 from lot 92223602. The customer also reported that during this incidence, nacl was being infused and there were visible damages on the set. Furthermore, the customer confirmed that the event was observed during preparation. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 92223602 did note that a quality notification (qn) had been observed during quality control which may be linked to the customer's experience, as damage was noted to the syringe barrel used in the production of this lot. Per internal quality control processes, any potentially impacted products identified as a result of the qn were 100% visually inspected, and no further damaged products were identified. However, the sample was not available for investigation therefore it could not be conclusively confirmed whether the aforementioned qn is directly related to the customer's experience. The quality team at the manufacturing site has been informed of this report in order to be aware of the reported feedback during future production of this product. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the my8060-0006 products in the past 12 months.

Event description:
Additional information: was the issue identified in the pharmacy during preparation or on the ward near the patient? During preparation. Was there any patient/user harm? No.